Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Customer reported implant loss (B)(6). Dr vastlik reports an astra tx 4.0 # (B)(6) implant failure with a failure date of 3/19. He did not have the reference number for the implant. On (B)(6) 2026 dimbe718: review was done with the provided information that was entered into smart solve. Three attempts to retrieve a filled in complaint form, from the case owner, have been made and were unsuccessful.